Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the device does not charge even though the battery has been replaced. No report of patient involvement.